Event description:
The patient reported that they had a large seroma, and they believe that the stiches that secured their implantable neurostimulator (ins) have come out. The patient mentioned that their last surgery was when they were implanted with their device, and they noted that the ins has moved about 2-3 inches from where it was implanted. They inquired on the importance of having a secured ins. No further complications were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.